Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient who was receiving clonidine (60 mcg/ml at 19.8 mcg/day) and morphine (20 mg/ml at 6.609 mg/day) via implantable pump for non-malignant pain. It was reported that during a related call (B)(4) the patient reported that "about 3 years ago they found a small split in the catheter" and it needed to be replaced. They went through withdrawals at the time. On 2021-01-07 (B)(4): additional information was received from the rep who reported that the catheter was not explanted, it was revised, and the revision was done years ago (date unknown). No cause was determined and the catheter remains implanted. The patient's weight was unknown.